Manufacturer narrative:
H10: one (1) used list# ch2000s, spinning spiros (lot# 4756786), two (2) bd pump sets, and one (1) non-spinning spiros (unknown list and lot) were received on (B)(6)2020 and visually inspected. As received, the devices were securely connected. The spin feature of the spinning spiros was activated and spinning freely. No visible damage or anomalies were observed. The connected devices were leak tested and leakage occurred from the o-ring/poppet interface of the spinning spiros. No leaks were seen from the non-spinning spiros or the bd pump sets. The reported complaint of leakage from the spiros can be confirmed. The probable cause is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot 4756786 was reviewed and a poppet sub-component was found that a molding anomaly on the sealing surface that can lead to leakage. Additional information in h7. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Manufacturer narrative:
H10: the device is available for evaluation. It is yet to be received.

Event description:
The customer reported a spiros that towards the end of the infusion leaked etoposide where the bd IV tubing set connects with the spiros. The nurse reported the leaking was located in the low port of a long primary line where another long line was connected to it. The chemotherapy came into contact with the patient. The patient was cleaned per hospital policy, and the chemo spill was cleaned per facility protocol. The tubing was replaced, and the therapy resumed. There was patient involvement, but no harm reported.